Event description:
It was reported the pt can turn stimulation on and off by pressing on the where the ipg is located. Follow-up revealed the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.